Event description:
It was reported that the patient's right ventricular (rv) lead displayed noise and oversensing. Non-sustained ventricular tachycardia (nsvt) episodes were observed showing non-physiologic v-v intervals. There were also increased short interval counts (sic). Reprogramming was initiated and the lead remains in use under continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). 502 ventricular sics occurred since (B)(6) 2014. Three non-sustained ventricular tachycardia (nsvt) episodes of less than or equal to 220 milliseconds v-v cycle were recorded from (B)(6) 2014. (B)(4).